Event description:
A user facility submitted a repair request to the olympus service center, on the tracheal intubation fiberscope for contact leakage from the eye. Upon inspection and testing of the customer returned device, the coating of the scope insertion guide serpentine tube was found peeled off (1-2 mm or more). This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, water tightness of the eyepiece not maintained, wrinkles in the insertion tube, bending angle is insufficient due to elongation of the angle wire, image guide spot on bundle, flexible tube of the insertion section crushed, coating of the insertion tube peeled off due to external factors (1mm2 or more), catch observed during angle operation, liquid leakage observed in the operation part, mark peeling of the operation part, backlash of the operation part, curved rubber adhesive missing, scratches found on the eyepiece, scratches found on grip, scratches on the angle lever, scratches are found on the up/down plate, scratches found on the vent metal under the grip, scratches found on fixed ring, scratches found on light guide cover, peeling of the indicator on the base of the light guide mounting part. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the coating which had peeled from the insertion tube. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. However, it is probable that the issue resulted from the repeated/long-term use of the device or because it was subjected to stress forces. Olympus will continue to monitor field performance for this device.